Event description:
The customer returned the ultrasound bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found that due to the adhesive peeling around the bending tube, the connection between the bending section and distal end was detached. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.